Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 grey sleeve (silicone) that covers hemopro jaws came off. No piece was left behind in patient. Case was finished with another device. No patient was harmed.

Manufacturer narrative:
Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 grey sleeve (silicone) that covers hemopro jaws came off. Nothing broke off and fell in patient and no piece was left behind in patient. Case was finished with another device. No patient was harmed.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. The device was not returned to maquet cardiac surgery for investigation. A photograph was provided by the account. A photographic inspection was conducted on (B)(6) 2022. Signs of clinical use and evidence of blood were visible on the metal tip of the shaft and jaws. The gray silicone insulation was observed to be entirely peeled off the cold jaw, exposing the entire metal portion of the jaw, and was observed next to the device. The silicone of the hot jaw and heater wire were observed to be intact with no visual defects. Based on the photographic evaluation, the reported failure "peeled" was confirmed. The lot #25162848 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Event description:
N/a.